Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately ten months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: 4765. Implanted: (B)(6) 2006. Product ID: 457445, implanted: (B)(6) 2011. Product ID: 4194, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #analysis information -- 2013-(B)(6), 19:48:41 cst pli# 10 product ID# d284trk. The device was returned and analyzed and no anomalies were found.